Event description:
During a coronary interventional procedure, the t-rex biopsy forceps jaws became stuck open after its wire snapped. The physician attempted to retrieve the forceps, but couldn't get them out through the guide as the jaws were open. The forceps was subsequently successfully removed, but the patient's cardiac rhythm converted into atrial fibrillation during this event. The rhythm was successfully chemically converted back to baseline and the patient was then admitted to the hospital for observation.